Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record (october 2015) since the device was shipped. According to the service record, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 8 seconds after the start are as follows: test point (1): 65.6 degrees c. Test point (2): 94.3 degrees c. Test point (3): 30.2 degrees c. Test point (4): 30.5 degrees c. The rise in temperature was so sudden that the test was concluded 8 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: a) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing retainer (ball retaining plastic part) on the cartridge's rear side was abraded and broken. There was debris (abrasive powders/foreign materials) on the other parts. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to frictional resistance generated by contact between the ball bearing part and the outer race (bearing outer metal part), which was generated by centrifugal action during rotation due to the broken ball bearing part. Nakanishi considers the possibility from many years of experience that the cause of the ball bearing part being broken was the abraded bearing retainer as well as the ingress of debris (abrasive powders/foreign materials) into the ball bearing that interfered with rotation, which lead to the breakage of the ball bearing part. A lack of maintenance causes the above situation, which will contribute to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On (B)(6) 2018, an nsk handpiece z95l was returned from a distributor to nakanishi for repair. There was a note with the device stating that the device had overheated and burned a patient. Upon receipt of the information, nakanishi made a phone call to the dentist for further information about the event. The details nakanishi obtained from the communication are as follows. The event occurred on (B)(6) 2018. The dentist was cutting the patient's lower left teeth #3 - #6 for composite resin using the handpiece z95l (serial no. (B)(4)). The patient was not under anesthesia. During the procedure, the dentist heard abnormal noise from the handpiece, then stopped the treatment. The dentist became aware of a two-centimeter linear burn injury in the patient's mouth. According to the dentist, the sound of the handpiece was louder than usual prior to use. The dentist cleaned the wound and prescribed ointment to the patient. When the patient returned for a follow-up visit on (B)(6) 2018, the dentist provided the patient with the same burn treatment as when the event occurred.